Event description:
It was reported that the rear casters are wobbling because the bearings ceased on the 66550 rollator.

Event description:
It was reported that the rear casters are wobbling because the bearings ceased on the 66550 rollator.

Manufacturer narrative:
(B)(4).